Event description:
The anesthesia technician had a 500cc bag of saline in the pressure infusor bag and was pumping up to pressurize it. The netting that holds the IV bag in place burst and ripped apart at the seams. Nothing else contributed to the problem.